Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse calibrated set up joint (suj) 4 to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. The probable root cause is attributed to suj out of calibration. The fse calibrated the part to resolve the issue. No part replacement was required.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system gave error 25103 on set up joint (suj) 4. After performing an emergency power off (epo) without success, the medical staff decided to continue with 3 arms. The clinical sales representative (csr) was advised to upgrade the system after the surgery ends. This error reoccurred and was originally documented during a proactive review of the logs by the field service engineer (fse). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the csr and obtained the following additional information: the procedure was completed robotically, carried out without complications the team continued with only three arms. The system functionality was checked upon powering on the system. The system initially powered on without errors but after handling arm 3, the fault appeared.